Manufacturer narrative:
This is an initial final report. The customer¿s meter has been returned and an investigation utilizing retained test strips has determined the complaint is not confirmed. All results were within range specification and no issues were observed during control solution testing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an unspecified ¿low¿ reading from his adc blood glucose meter, which was lower than a subsequent reading at a hospital. It was further reported that on (B)(6) 2018 the customer believed his glucose was low so he self-treated with food but then he had a seizure. Paramedics were called and transported him to the prefectural southern medical center. At the hospital, a reading of ¿almost 200 mg/dl¿ was received and customer was diagnosed with hyperglycemia. Customer noted he received treatment, but did not know exactly what it was. There was no report of death or permanent injury associated with this event.